Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter was reading inaccurately at around 9:30am on (B)(6) 2018, when he obtained an alleged inaccurately high blood glucose result of ¿279 mg/dl¿ compared to ¿170 mg/dl¿ on an easytouch meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin and oral medication of metformin. He reported that after obtaining the alleged inaccurate result, he had increased his insulin dosage. He reported that about two and a half hours later, he developed symptoms of shaky hands. He denied receiving any treatment for his symptom above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, his test strips were within expiry date and had been stored correctly in an intact vial. The patient confirmed that he had used an approved sample site to obtain the blood samples and he described the correct testing steps. He did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Shaky hands, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering insulin.